Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl and insulin pump alarmed for no delivery for many times. Customer states that they had bent and crimped sets. Customer also states that they had issues with tape not adhering. Customer advised to monitor the problem and call back if issue persists. Infusion sets will be return for analysis.